Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-24466 and -24468. It was reported the pt's neurosurgeon has recommended the pt's scs system be removed. The surgeon does not believe the system is helping the pt enough with her pain. F/u identified the pt's entire scs system was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.